Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Inserts was tested on a g-130 unit. Visually inspected no leaks and verified tip has vibration and water flow met specification. Insert was tested for temperature. Temp of insert was 99.1 and passed specification.

Event description:
While using a cavitron 25k fsi-sli-10s insert, that the insert was getting hot; no injury resulted.